Event description:
A consumer reported that their pt developed a rash on their face, head and back, their eyes and face were red and swollen, and they had difficulty breathing over a span of about five minutes after inserting one focus night & day contact lens from the pack. The pt had not worn the lenses previously and no other lens care products were involved. Pt removed the lens and flushed with water. There were no reported difficulties with insertion, however, removal was difficult because the pt's eyes were swollen. 50mg of benadryl was administered and then pt reported to the e.r. The pt was treated with a solumedrol injection and released. The attending physician assessed the reaction as being related to either the solution in the pack or a contact lens allergy. Allergy testing was recommended. The pt has no prior history of allergies & had previously worn contact lenses. The consumer reported that their pt regularly uses purell to clean their hands & that purell was used in this case to clean their hands and then rinsed with water prior to inserting the lens on this occasion. This event has resolved & the pt had resumed wear of their previous lenses.